Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) reported an ilet user received treatment for hyperglycemia at the emergency room (ER) on (B)(6) 2024. The treating ER provider's note confirmed the user presented to the ER, was treated for severe hyperglycemia but was not admitted to the hospital. The user was not in dka as evidenced by negative beta-hydroxybutyrate level and normal anion gap, bicarbonate and ph levels. The user reported polydipsia (excessive thirst) but denied nausea, vomiting, abdominal pain, sob or changes in breathing. They received a dose of insulin lispro (6 units) for a bg of 400 mg/dl. The ER provider was not familiar with the ilet, so they instructed the user to resume their previous therapy (insulin pump) at home and then follow up with the clinic in the morning for further instruction. The cds followed up with the user's husband on (B)(6) 2024. They reported the user had transitioned back to her previous insulin pump and their bg was currently in range (150 mg/dl). When discussing the event further, the husband reported difficulty with the infusion set applicator which likely led to a bent cannula. They were using the convatec inset (23", 6mm) infusion set. They had called the clinic prior to the event and were advised to change the infusion set. They reported not changing the infusion set during the high bg event. Their hcp advised them to go to the emergency department.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. Data for the described event on 2024-01-29 and 2024-01-30 was reviewed. Review of the ilet report shows on 2024-01-29 at 11:45am a "usual" lunch meal announcement is requested, and an alert 35 (insulin occlusion) is triggered.. The user's cgm glucose steadily rises to 312 mg/dl as the ilet s unable to resume insulin delivery when an occlusion alert is active. The occlusion alert acknowledged until 6:39pm. At 6:40pm a "usual" dinner meal announcement is requested. The ilet resumes insulin delivery but the cgm glucose continues to rise. At 7:18pm a "more than usual" dinner meal announcement is requested. Again, the cgm glucose continues to increase but is not affected despite insulin delivery requests. At 8:06pm alert 23 (high glucose) is triggered and cgm glucose is > 400 mg/dl. At 9:16pm a cartridge change operation is logged. At 9:23pm an infusion set change operation is logged. At 9:41pm another alert 35 (insulin occlusion) is triggered and not acknowledged until the 09:06 am next morning on 01-30-2024. At this time the user's cgm glucose is > 400 mg/dl and at 9:07am a "more than usual" breakfast meal announcement is requested, then immediately after, another "more than usual" breakfast meal announcement is requested. The ilet continues to request insulin every 5 minutes and cgm glucose does not appear to be affected. At 12:56pm the ilet loses connection to the cgm and enters bg-run mode. Insulin is suspended 2 hours later as no bg was entered, and the user had been on the ilet for less than 7 days. Insulin dosing is restored when cgm connection is re-established that evening. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of the case notes, device logs and ilet report it was determined that the ilet operated as intended and alerts were triggered appropriately. The assignable causes to event on 01/30/2024 include an occlusion due to a kinked infusion site cannula, failure to respond to ilet alerts in a timely manner, not following the ketone action plan or changing out the infusion site in accordance with the device training. The occlusion alert was triggered due to blocked insulin flow. The user did not acknowledge the alert or resolve the issue resulting in several hours without insulin and subsequently hyperglycemia. By the time the alert was acknowledged, the glucose was > 400 mg/dl. The ilet continued to dose insulin in response to the cgm glucose but the user's glucose was not affected and remained high. During this time the infusion site was not changed out in accordance with the device training and the ketone action plan and resulted in prolonged hyperglycemia. The cds completed the required training with the user as well as the post-training follow. The cds also reinforced how to respond to hyperglycemia on the ilet and the ketone action plan as well as recommended the contact detach infusion set (steel cannula).